Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 18sep2018. The customer troubleshot the device with the assistance of philip's technical support. The customer replaced the motor controller printed circuit board assembly and the issue was resolved. The ventilator was returned to use.

Event description:
It was reported that the ventilator generated a power supply 3.3 volt failed error code. There was no patient involvement. The event date was not specified; estimate used.